Manufacturer narrative:
Aspen surgical received a report from the end user indicating that a surgical needle broke while in use. The actual device was not returned for evaluation. The manufacturing lot number was provided for review. Photographic evidence was also provided for review. As no samples were provided, the investigation was limited. However, based on the pictures provided and similar previous complaints where samples were returned, it was determined that user error in holding/clamping the needle caused the breakage. This should be treated as the final report, however if any additional relevant information is identified in the future, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the end user indicating that a surgical needle broke during a procedure. All pieces were recovered. No injury or death was reported. This is entered in our complaint system as (B)(4).